Event description:
Information was received that the patient's lead was completely removed due to the infection. No additional relevant information has been received to date.

Event description:
Information was received that the patient's leads were partially explanted. Operation notes from the patient's surgery were received and it was noted the operation was for "washout of left chest wall wound and partial excision of vagal nerve stimulator lead.. The stimulator was removed and the lead was left behind, however, the patient comes with the exposed lead. We decided to go ahead and take the exposed portion of the lead out, washed the wound, and closed it...we removed the exposed portion of the lead. The lead was then transected as it could" . Further information was received that the patient was fully explanted. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR? (B)(4).

Event description:
A report was received from a neurosurgeon that a patient who had just had a generator replacement had a generator that was protruding and the surgeon wished to remove the generator, clean out the pocket, and treat it with antibiotics and then replace the generator. It was then reported that the surgeon explanted the generator and thought the implant site looked infected and therefore will treat with antibiotics for 30 days and reassess for implant. Device history records were reviewed on for the generator. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Information was received that the surgeon's assessment of the protrusion is that there was a wound breakdown with partial exposure of the generator approximately 3 months after implantation. It was stated that the cause could have been because of patient manipulating the area, but unable to tell with certainty. The surgeon found out about this after the patient presented to the hospital on (B)(6) 2019. Family reports exposure of the generator 3-5 days prior to the hospital visit. The physician's assessment of the cause of the patient's infection is wound breakdown with exposure of the implant contributed to the infection. No additional relevant information has been received to date.